Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient-controlled analgesia module infused the incorrect dose of an unspecified medication. There was patient involvement, but no harm. Although requested, the no additional details were provided.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the probable cause of the reported pca module infused at incorrect dose of an unspecified medication was not identified during the customer call. Tech support team will try to contact customer for further investigation.

Event description:
It was reported that the patient-controlled analgesia module infused the incorrect dose of an unspecified medication. There was patient involvement, but no harm. Although requested, the no additional details were provided.

Event description:
It was reported that the patient-controlled analgesia module infused the incorrect dose of an unspecified medication. There was patient involvement, but no harm. Although requested, the no additional details were provided.

Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.